Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure found on posterior aspect of uterus'), premature rupture of membranes ('premature rupture of membranes') and premature labour ('preterm labour') in an adult female patient who had essure (batch no. (A4264, b81392)inv, 861392-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes mellitus, chronic villitis of unknown etiology, grand multiparity and c-section. Previously administered products included for an unreported indication: norco, provera, lo loestrin fe, ibuprofen, vicodin and xanax. On (b(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criteria medically significant and intervention required) and premature labour (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, premature rupture of membranes, premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, pregnancy with contraceptive device, premature labour and premature rupture of membranes to be related to essure. The reporter commented: right tube 3 coils were seen outside. Essure device was applied into left tube 4 coils were seen outside. Lot number reported (a4264 and b81392) are not valid. Lot number reported (861392) is invalid. Most recent follow-up information incorporated above includes: on 6-may-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure found on posterior aspect of uterus') and premature rupture of membranes ('premature rupture of membranes') in an adult female patient who had essure (batch no. (A4264, b81392)- inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes mellitus, chronic villitis of unknown etiology, grand multiparity and c-section. Previously administered products included for an unreported indication: norco, provera, lo loestrin fe, ibuprofen, vicodin and xanax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criterion medically significant) and premature labour ("preterm labour") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, premature rupture of membranes, pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, pregnancy with contraceptive device, premature labour and premature rupture of membranes to be related to essure. The reporter commented: right tube 3. Coils were seen outside. Essure device was applied into left tube 4 coils were seen outside. Lot number reported (a4264 and b81392) are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure found on posterior aspect of uterus') and premature rupture of membranes ('premature rupture of membranes') in an adult female patient who had essure (batch no. A4264, b81392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes mellitus, chronic villitis of unknown etiology, grand multiparity and c-section. Previously administered products included for an unreported indication: norco, provera, lo loestrin fe, ibuprofen, vicodin and xanax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criterion medically significant) and premature labour ("preterm labour") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, premature rupture of membranes, pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, pregnancy with contraceptive device, premature labour and premature rupture of membranes to be related to essure. The reporter commented: right tube 3. Coils were seen outside. Essure device was applied into left tube 4 coils were seen outside. Most recent follow-up information incorporated above includes: on 25-jan-2021: mr received: "previously reported event medical device removal replaced with essure found on posterior aspect of uterus. Event premature rupture of membranes added and made medically significant and intervention required due to surgery. Other event pregnancy with contraceptive device, device ineffective and preterm labour added. Reporter, lot number,historical drug, medical history and rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure found on posterior aspect of uterus'), premature rupture of membranes ('premature rupture of membranes') and premature labour ('preterm labour') in an adult female patient who had essure (batch no. (A4264, b81392)inv, 861392) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes mellitus, chronic villitis of unknown etiology, grand multiparity and c-section. Previously administered products included for an unreported indication: norco, provera, lo loestrin fe, ibuprofen, vicodin and xanax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criteria medically significant and intervention required) and premature labour (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, premature rupture of membranes, premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, pregnancy with contraceptive device, premature labour and premature rupture of membranes to be related to essure. The reporter commented: right tube 3 coils were seen outside. Essure device was applied into left tube 4 coils were seen outside. Lot number reported (a4264 and b81392) are not valid. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received : reporter added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure found on posterior aspect of uterus') and premature rupture of membranes ('premature rupture of membranes') in an adult female patient who had essure (batch no. (A4264, b81392)- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gestational diabetes mellitus, chronic villitis of unknown etiology, grand multiparity and c-section. Previously administered products included for an unreported indication: norco, provera, lo loestrin fe, ibuprofen, vicodin and xanax. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criterion medically significant) and premature labour ("preterm labour") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the device expulsion, premature rupture of membranes, pregnancy with contraceptive device and premature labour outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered device expulsion, pregnancy with contraceptive device, premature labour and premature rupture of membranes to be related to essure. The reporter commented: right tube 3. Coils were seen outside. Essure device was applied into left tube 4 coils were seen outside. Lot number reported (a4264 and b81392) are not valid. Most recent follow-up information incorporated above includes: on 28-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.